Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease flat, yellow particles in the inner surface, three openings curved on the anterior and crack valve. Leak test and microscopic analysis was performed which identified: three openings striated on the anterior, crack valve and partial delamination of the valve. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool; a cracked valve seat diaphragm valve; partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.